Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-sep-2016, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturing representative regarding a patient implanted with a neurostimulator. It was reported that the patient had high impedances and the office did not know which impedances were high. The hcp also stated that the patient came into the office reporting a loss of effective therapy. The patient mentioned that she had several surgeries with the device in that it could have contributed to the lead/therapy issues. It was noted that the nurse practitioner checked the device and recommended a possible revision or a different therapy. Additional information was received. It was reported that the cause was unknown and at this time a revision was not planned. There were no further symptoms or complications reported or anticipated.